Manufacturer narrative:
The buckle malfunction occurred due to an undetected design change by the buckle manufacturer which makes the latch springs more likely to break.

Manufacturer narrative:
The malfunction occurred due to the spring on one of the latches breaking, making it more difficult to properly engage the latch. But the altered performance of the latch due to the broken spring should have been apparent to the user. In the product manual we warn "always ensure that the back belt is in place and that both release tabs on all buckles are fully latched before initiating a lift or transfer".

Event description:
It was reported that the rifton tram was being used to transfer a client when the buckle disengaged.